Manufacturer narrative:
The device was returned due to header anomaly advisory. During analysis, a failure event was observed. Final analysis found that as received, the device had normal telemetry communication and output. Visual inspection of the header attachment area detected a bonding anomaly. The device was cut open to enable further testing and the battery was found in normal range. Hybrid circuitry was tested, resulting in normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on (B)(6) 2021.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. Explant of the device was successful. Patient was in stable condition.